Manufacturer narrative:
The customer did not returned the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour next ez meter with in-house contour next test strips from lot # 9apeg03b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she performed blood glucose testing using two contour next ez meters and received difference of 150 mg/dl between readings. No specific readings were provided. There was no allegation of an adverse event. The test strips are not expected to be returned for evaluation.